Manufacturer narrative:
The customer reported getting a recurrent error 10003. The unit was evaluated at philips, and the symptom was duplicated. Replacing the control pca resolved the issue.

Event description:
The customer reported getting a recurrent error 10003.